Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that there were excessive broken fibers and stains in the image. Additional findings include the following: the plastic distal end cover had leakage, and the plastic distal end cover body was burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water invading the damaged device. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use warnings and cautions: warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Particularly, if an examination is continued using an endoscope with its insertion section damaged, the following event may occur: an endotherapy accessory is damaged (including components of the accessory falling off inside the patient body, unexpected irradiation from a damaged laser probe). 4.3 using endotherapy accessories: warning when using endotherapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endotherapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its minimum visible distance, the position of the accessory cannot be seen in the endoscopic image. This could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used. Refer to section 2.2, ¿specifications¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had a cracked lens and spotty image. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned to olympus. However, the evaluation has not been completed. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.